Manufacturer narrative:
As reported, when retracting a 6-12f mynx control venous vascular closure device (vcd), a foreign substance was found exiting the tract. It was said to not appear to be the mynx sealant, as it was not gelatinous like the polyethylene glycol (peg) is when hydrated. The substance was removed, and hemostasis was achieved successfully. There was no reported patient injury. The device was successfully deployed following an a-fib ablation procedure. Additional information was requested but not provided. The device or material was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of mynx control system-foreign material-venous/unknown¿ could not be observed as the device or material was not returned for analysis and images of the material were not provided. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported foreign substance noted during device retraction. However, since it was stated that the material was not gelatinous like hydrated sealant, it is possible that the reported foreign substance could be sealant material that was not hydrated. However, without further description on the foreign substance noted, no other possible determinations can be made. According to the mynx control venous vcd instructions for use (IFU), which is not intended as a mitigation, it warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ per the mynx control venous IFU, step 3: remove device, ¿fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, when retracting a 6-12f mynx control venous vascular closure device (vcd), a foreign substance was found exiting the tract. It was said to not appear to be the mynx sealant, as it was not gelatinous like the peg is when hydrated. The substance was removed, and hemostasis was achieved successfully. There was no reported patient injury. The device was successfully deployed following an a-fib ablation procedure. Additional information was requested but not provided. Additional information was requested but not provided. The device will not be returned for evaluation.